Event description:
On 05/09/2024, it was reported by a sales representative via e-mail that an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor bent. This occurred during a hip labral repair on (B)(6) 2024 where a reusable straight guide and drill were used and followed the proper technique for insertion, but the inserter stopped advancing before it was fully flush with the guide. The surgeon tried setting the anchor at its partially inserted position, but it eventually pulled out, so he removed it. The flat portion at the distal tip of the inserter was bent but did not break off. The patient had normal bone quality. The case was completed by using a new anchor from a different lot. The product is not available to be returned. No harm was done to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.